Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm and power loss alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded v lith) was less than 3.5 v for 4 consecutive hours due to connector resistance on j6/ pcba1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1 pump was monitored and functioned properly. The pump was received with cracked retainer, minor scratched display window, fading serial number label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had received a replace battery alarm. The customer¿s blood glucose was 10.1 mmol/l. The customer states the alarm occurred less than 10 h from low battery. Sending replacement. The insulin pump will be returned for analysis.